Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms. Customer also reports of hearing a grinding sound from insulin pump. Customer's blood glucose was 379 mg/dl. Customer declined to troubleshoot as he requested to have insulin pump replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.